Event description:
It has been reported to philips that the system did not boot up successfully. It is unknown if the system was in clinical use or not. No harm has been reported to philips. A philips field service engineer (fse) visited the site and replaced the host-pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information, the system was not in clinical use at the time of the event; the issue was identified prior to any patient procedures. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting determined that the system's host pc was defective. The system's log files were also analyzed. The fse replaced the host pc. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.